Event description:
It was reported that the customer had noticed a crack on the window side of the lcd screen on the insulin pump. Crack has been there for over 2 years. Customer stated that there was an additional crack on the window of the reservoir chamber and the drive support cap was coming out. Customer's blood glucose level was over 600 mg/dl. Customer reported that the driving support cap was protruded, but he never pushed it until today. Customer mentioned that she was in a car accident and hospitalized on 08/24/2014 with a blood glucose level over 500 mg/dl. Customer was in a front on collision. Customer was driving at the time of the accident. Customer was held at the hospital for 3 days. Customer was wearing the pump at the time of the 911 call. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the self test, reset error test and displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The functional tests could not be completed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.